Manufacturer narrative:
The customer initially did not want the unit serviced and cancelled the request. However, the customer called at a later date to request service for the odor/smells issue which was captured and resolved on (B)(4), "MDR#2084725-2016-0057." A field service engineer was dispatched to customer site on 09/16/2016 and the catalytic decomp filter was replaced to resolve the odor/smells issue. Unit meets specifications and was returned to service. The DHR was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue.

Event description:
A customer reported an event of a "burning oil" odor emitting from the sterrad nx sterilizer. There was no report of any injuries or human reactions. This event is being reported as a malfunction report subsequent to a serious injury. The 1(B)(4) are related complaints from the same facility. This is one of two 3500a reports being submitted for this product malfunction. Please reference manufacturer report numbers: 2084725-2016-00585 and 2084725-2016-00577.